Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal varicose vein ligation procedure performed on (B)(6) 2022. During the procedure, the first suture twined with the third band resulting to the device could not deploy bands off of the ligator cap. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal varicose vein ligation procedure performed on (B)(6) 2022. During the procedure, the first suture twined with the third band resulting to the device could not deploy bands off of the ligator cap. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (ligator head only) was analyzed, and a visual evaluation noted that there were seven bands attached in the ligator head, some of them had moved from their position. The suture thread was cut, possibly during device removal. The device was observed under magnification, and the ligator head teeth were bent/damaged. The suture hole was in good condition. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the ligator head teeth were bent/damaged, and the attached bands in the ligator head had moved, suggesting that the device could not deploy. These conditions could have been generated due to the manipulation or technique used at that time to interact with the device may have interfered with the normal operation of the device, the crooked teeth clearly showed that the functionality of the device was affected in some way, possibly the tortuosity or anatomical conditions of the patient. Since only the ligator head that was returned, it is not possible to carry out a more thorough investigation to determine the influence of the device. The most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.